Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the lead was returned for disposal, post-mortem.

Manufacturer narrative:
Upon return, the lead was analyzed. Visual examination revealed a severed product, approximately 163mm from the terminal pin; only the proximal lead segment was returned. Additionally, set screw marks noted on the is-1 terminal pin, and the distal and proximal high voltage terminal pin. Testing was performed on the lead segment to assess electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation of segment. Analysis of the returned segment did not identify any product anomalies.

Event description:
Boston scientific received information that three days post-implant, the patient with this system passed away. The cause of death was not communicated; however, the physician stated it was not related to the function of the implanted system. A post-mortem interrogation confirmed no arrhythmias, but a high shock impedance value was observed. The out of range value had been time stamped one day post-mortem, thus attributed to the patient having been deceased when the reading was attained. All diagnostics on the date of hospital discharge were confirmed normal and no return of product(s) is expected. This system had been implanted due to an infection of the patient's previous system. See reports, 2124215-2012-10092, 2124215-2012-09926, 2124215-2012-09927, 2124215-2012-10095.